Event description:
Reportable based on device analysis completed 28-sep2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a non bsc device. No patient complications were reported and the patient status was stable. However, device analysis revealed a longitudinal tear. Device evaluated by manufacturer: the returned device analysis revealed the outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed a longitudinal tear 12mm from the tip and is approximately 4mm long. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.